Manufacturer narrative:
(B)(4) it was reported that a male patient underwent an ischemic ventricular tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis, cardiothoracic surgery and extended hospitalization. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter failed. Afterwards, the catheter was dissected and the puller wire was found detached from ferrule inside the handle, causing the deflection issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed deflection test however the root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis, cardiothoracic surgery and extended hospitalization. However,during the open heart surgery the perforation was not found. The patient¿s medical history is unknown. No further information is known regarding the patient status. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: power control mode with settings at 40 watts, irrigation flow setting of 30 ml, 6fr, 7fr, 8.5fr. Agilis sheaths and a 14fr. Sheath for impella were used. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As lot #: 17069353m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: stockert 70 rf generator, us catalog #: s7001, serial #: (B)(4). Product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(4). Product name: acunav, us catalog #: 08255790, lot #: unknown. Non-bwi products used: brk-1 needle, 6,7 and 8.5 fr agilis sheaths (st. Jude medical) and 14 fr. Impella sheath. Manufacturer's reference # (B)(4) is related to the same event. Manufacturer's reference #: (B)(4).